Event description:
The clinician reports, that the implant was inserted (B)(6) 2013 in ada 18 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bruxism and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patient complications were reported.